Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with severe superficial punctate keratitis (spk) and decreased best corrected visual acuity of the right eye one day following lasik treatment. The patient complained of blurry vision. Additional information received; five days post treatment the patient was placed on liftegraft ophthalmic solution twice a day along with preservative free artificial tears, an ophthalmic corticosteroid gel twice a day,ophthalmic gel drops at night and a an oral vitamin supplement twice a day. At nine days post treatment the patient was instructed to discontinue any preserved drops; the patient continued liftegraft ophthalmic twice a day along with preservative free artificial tears. In addition, extended duration punctual plugs were inserted into the patients lower puncta. At three weeks post treatment the patient had little to no improvement in the symptoms and continued the original postoperative regimen. The patient is being referred out for further treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).